Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the pu lse generator was pacing at a rapid rate. When interrogated, "dashes" were observed for the rate rresponsive parameters. Attempts to program the rate responsive para- meters were unsuccessful.